Event description:
Patient contacted depuy spine and reported the post-operative breakage of hardware. Patient reported that he was implanted with isola implant at l2/3 in 1993. Patient had no pain at all until 2006. He reports that x-rays have shown a broken screw. He has been living with the pain and no action is being taken at this time. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Based on the date of implant it would appear that if the hardware is broken 14-years post-op it is likely due to cyclical loading of the device over time.